Manufacturer narrative:
Correction: updated h9.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is presumed that irregular airflow occurred due to electropneumatic proportional valve failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited electropneumatic proportional valve failure. There was no patient involvement.